Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during peripheral blood workup and changing tubes, blood leakage occurs with a bd vacutainer® push button blood collection set with pre-attached holder. The following information was provided by the initial reporter, translated from (B)(6) to english: when performing a peripheral blood workup according to the protocol, the blood is drawn up to the vacutainer without the collection tube in place. Usually, an empty stop of blood is located at the fins, and the blood is filled into the tube only when the collection tube is inserted. Substantial bleeding has occurred in the absence of a tube in the vacutainer and during tube changes. It accumulated in the sterile field and little on the tubes.

Event description:
It was reported that during peripheral blood workup and changing tubes, blood leakage occurs with a bd vacutainer® push button blood collection set with pre-attached holder. The following information was provided by the initial reporter, translated from french to english: when performing a peripheral blood workup according to the protocol, the blood is drawn up to the vacutainer without the collection tube in place. Usually, an empty stop of blood is located at the fins, and the blood is filled into the tube only when the collection tube is inserted. Substantial bleeding has occurred in the absence of a tube in the vacutainer and during tube changes. It accumulated in the sterile field and little on the tubes.

Manufacturer narrative:
H.6. Investigation summary : bd received 1 sample from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.